Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of leakage at catheter junction was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
The leakage of between cannula and hub of the catheter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd angiocath plus 22ga x 1in the leakage of between cannula and hub of the catheter. The leakage of between cannula and hub of the catheter.